Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes, after initially being able to detect connection with the patient. This caused a delay, however a backup device was available and was used to continue patient care. The patient associated with the reported event did not survive, however the health care provider involved stated that the patient was not in a shockable rhythm during the entire event.